Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a drilled tip "leg". Therefore, the reported condition was confirmed. It was noted that the damaged to the "leg" this type of damage is indicative of excessive side loading causing the cutter to flex and to come in contact with the neuro tip "leg". The assignable root cause was determined to be user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device had an unspecified malfunction. During an in-house engineering evaluation, it was observed that the device had a drilled tip "leg". It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.